Manufacturer narrative:
Customer technical support "cts" provided customer with a replacement rt12 rotor. No hardware has been returned for further investigation. (B)(4).

Event description:
A customer in the united states, reports rt12 rotor broke during use of statspin ssmp centrifuge. Customer confirms no parts exited the centrifuge. No reports of injury, no exposure, and no medical attention needed due to this failure. Customer noted shield was in place at the time of incident and sample tubes were recovered. Customer noted not knowing the age of the rt12 rotor.